Event description:
The green handled karl storz laryngoscope failed during a routine operating room intubation. I had to switch to a new laryngoscope handle in the middle of an intubation. This increased the time it took me to place the endotracheal tube. While no harm occurred to the patient this prolonged the apnea time.